Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 700 mg/dl during the event. It was reported the personal diabetes manager (pdm) would not turn on during the event, so the patient was unable to give themselves insulin. Symptoms reported include dka hyperglycemia, nausea, vomiting, and pain. The patient was treated with an insulin drip, zofran, reglan, and morphine. The patient did not recall the amounts given. The patient was prescribed ondansetron when they were discharged. The patient was released on (B)(6) 2023.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.